Manufacturer narrative:
Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event. A distributor engineer visited the customer to address the reported event. Fse found the turntable motor stuck. Fse resolved the complaint by manually moving the turntable motor and it remained in operation without error. The aia-360 analyzer is operational. There was no further action required by distributor engineer. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-360 operator's manual under section 7-1: list of error messages states the following: [4004] turn table slip is generated when the turntable motor slipped. The operator is instructed to turn the power off and on again. If this problem reoccurs, contact the service department. The probable cause of the reported event was due to the turntable motor was stuck.

Event description:
A customer reported getting error message "4004 turn table slip" on the aia-360 analyzer. A distributor engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of patient samples for follicle stimulating hormone (fsh). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.